Manufacturer narrative:
Complaint conclusion: as reported, while using the 7f exoseal vascular closure device (vcd), the outer packaging was found to be broken. The sealed, sterile, plastic packaging was damaged and not completely sealed. There was no reported patient injury. The device was not used in the patient. One non-sterile "vascular closure device 7f ¿ us" was received for analysis. In the bag, an incomplete pouch was sent attached to the exterior back surface. This pouch showed a complete separation from the portion that was not returned, making the evaluation for the reported compromised sterility not possible. Per visual analysis of the returned device, the deployment lever on the device was not depressed; therefore, the plug was returned as expected in its manufactured position. Also, the guard was observed unlocked, the indicator wire was not deployed, and the indicator window was received in the black/white position, as expected. Additionally, a catheter sheath introducer (csi) was not returned attached to the device. The reported event of "packaging/pouch/box-compromised sterility-open seal" could not be confirmed since the entire original packaging was not returned for analysis and images of the packaging were not received. The exact cause of the reported event could not be conclusively determined. Without the return of the product¿s complete packaging, and based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. As warned in the instructions for use (IFU) which is not intended as a mitigation of risk, "do not use the exoseal¿ vcd if the package is damaged or any portion of the package has been previously opened." Neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using the 7f exoseal vascular closure device (vcd), the outer packaging was found to be broken. The sealed, sterile, plastic packaging was damaged and not completely sealed. There was no reported patient injury. The device was not used in the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.